Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was observed to exhibited loss of capture (loc). Rv capture was confirmed during pacing system analyzer (psa) testing, however once connected to the device, capture was not observed. Troubleshooting efforts were performed and it was confirmed that the lead connections had been inserted in the incorrect locations. The lead was reconnected correctly and capture was confirmed. No adverse patient effects were reported. The rv lead and cardiac resynchronization therapy defibrillator (crt-d) remain in service.

Manufacturer narrative:
This event was previously reported. See MFR. Report # 2124215-2026-25771. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was observed to exhibited loss of capture (loc). Rv capture was confirmed during pacing system analyzer (psa) testing, however once connected to the device, capture was not observed. Troubleshooting efforts were performed and it was confirmed that the lead connections had been inserted in the incorrect locations. The lead was reconnected correctly and capture was confirmed. No adverse patient effects were reported. The rv lead and cardiac resynchronization therapy defibrillator (crt-d) remain in service.